Event description:
It was reported the pt ((B)(6)) experienced a gradual loss of stimulation. Further interrogation found a kink in the pt's lead near the base of the anchor. As such, the lead was explanted and replaced. The pt reportedly lifts heavy objects at work which may have attributed to this matter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.